Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found no image displayed due to damage to the imaging section (hybrid). Based on the investigation, the most probable cause of the reportable malfunction is possibly due to damage of parts due to wear/ deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited no image displayed due to damage to the imaging section (hybrid). There were no reports of patient involvement.